Event description:
It was reported that during a coronary diagnostic procedure a catheter break occurred. Patient present with a dilated aorta, extremely tall. During torquing of a 125cm expo guide catheter within the aorta the device was torqued too hard and became twisted and tangled. A unknown guide wire would not advance thru the expo guide catheter. In an attempt to withdraw the expo guide catheter the device "popped off, broke in the aorta." The expo guide catheter was removed in surgery. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).